Event description:
I got lasik eye surgery about 2.5 years ago with stahlvision in (B)(6). The night after the surgery I couldn't see anything. All lights were huge starbursts, and signs and objects had a bad haze around them. I went back to the surgeon and he told me that the eyes just hadn't healed yet. At the 10 day follow-up, the doc looked at my pupils and told me that "they get larger than the average person." So now, to see at night, I have to use eye drops (alphagan) 20 or 30 minutes before I go out. This means, twice a day, once in the morning and once at night. Recently, my sight got so bad that now I have to wear glasses again. The surgeon failed to tell me about my pupils and told me that I was a good candidate. MFR: stahlvision.